Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for child via phone call that the insulin pump had a partial display. The patient¿s blood glucose level was unknown at the time of the incident. Customer reported that she just got off the phone with patient¿s healthcare provider. Customer reported that screen turns like a frosty white and flickers. Customer reported that it has happened about 5-10x, but the duration is getting longer. Customer reported that she did a self-test and passed. Customer reports display is solid white. Customer reported that insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump powered up properly after battery installation. No white/frosty flickering display noted. Pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored for two (2) days and no unexpected frosty white or flickering display noted. Pump received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.